Event description:
Olympus was informed that during an unspecified transurethral resection of the prostate (turp) procedure in (B)(6) 2013, the patient's urethra was burned. This injury was noticed later on by another hospital where additional treatment was necessary due to urethral stricture. The intended procedure in (B)(6) 2013 was reportedly completed by using the same set of equipment and there was no report about a malfunction of the used olympus medical devices.

Manufacturer narrative:
The suspect medical device and concomitant medical products (hf cable (B)(4), working element (B)(4), obturator (B)(4), hf resection electrode (B)(4)) were returned to olympus for evaluation. Result summary of the evaluation/investigation: hf cable (B)(4): no abnormality, defect, failure or malfunction was found. Device is within specification and electrical safety is given; working element (B)(4): the device shows normal signs of usage/wear like minor dents, scratches and slight deformations. Device is within specification and electrical safety is given; obturator (B)(4): the screwed fastening between handle and rod is loosened; resection sheath (B)(4): the device shows normal signs of usage/wear like minor burn marks, metal abrasion and scratches at the white ceramic insulation and a slightly deformed sheath tube. Furthermore, the laser marking is peeling off and the three-way stopcock is leaking in one position of the plug; hf resection electrode (B)(4): the fork tubes of the device was found heavily bent/deformed and the loop wire was broken/fractured. However, this device was reportedly not used during the procedure in (B)(6) 2013. The used electrosurgical generator vio 300 d from third party manufacturer erbe was not returned to olympus for evaluation. As clearly stated as a warning note in the system-related instruction manual/system guide endoscopy, the so-called spray coagulation mode of the electrosurgical generator must not be applied/used during endoscopic interventions as it destroys the olympus hf resection electrodes and may cause spark-over to the patient, user or third party. The user apparently did not follow these instructions as he reportedly used the spray coagulation mode of the erbe vio 300 d electrosurgical generator. Therefore this incident was attributed to abnormal use/off-label use. Although the exact cause of the patient's outcome could not be conclusively determined and is being judged as unknown, it can be excluded that it was caused by a malfunction of the used olympus medical devices.